Event description:
Analyzer generated a hemoglobin (hgb) result of 13 g/dl which was reported. The pt sample was repeated since their hgb result the day before had been 9 g/dl. The repeat result was 7 g/dl. No adverse impact to pt management was reported.